Event description:
¿Caller alleged discrepant results compared with the hospital lab. Results as follows:¿ date: (B)(6) 2012, inratio2: 1.6, 2.0, lab: 3.5. Time elapsed between each method of testing is one hr. Pt¿s therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.